Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The xxl dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ however the device was used in an iliac vein. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02310. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. Two 16-6/5.8/75 xxl¿ esophageal balloon catheters were used for dilation. However, both balloons ruptured during the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.